Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The planned treatment/non-emergency treatment got aborted and the patient was moved to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that there was a malfunction with flexviewing pc. The fse replaced the flexviewing pc and installed the software. After replacement of flexviewing pc and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the flexvision monitor went black during a procedure. No harm was reported to philips.